Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed a blood glucose value of 248 mg/dl after announcing and eating lunch approximately 45 minutes earlier while using the ilet system. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. Investigation included customer support troubleshooting and education that the post-meal timing likely explained the elevated reading, with guidance to allow the ilet to correct glucose levels. Investigation of this case revealed no device malfunction and normal device behavior consistent with expected post-prandial glucose elevations. It was concluded, based on previously established findings for similar reports, that the cause was user condition related to recent meal intake with appropriate device function.